Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event and therapy dates are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report. UDI # not available as there is no serial #.

Event description:
Manufacturer report number: 1627487-2020-31077,1627487-2020-31082, 1627487-2020-31084, 1627487-2020-31085. It was reported patient experienced ineffective therapy and as a result the entire system was explanted and replaced. Reportedly effective therapy was achieved.